Event description:
It was reported that during an open unknown procedure, the target tissue was not anastomosed properly. The target tissue was regular and clamped properly. The device was fired across an existing staple line. A purse-string instrument was used on the anvil side and a cs40g was used on the device side. The anvil was set to the device properly with a clicking sound. The indicator was within the green zone at the time of firing. The washer completely cut through. The firing handle was fully grasped. The device was removed without problem. The target tissue was completely cut off. Some staples deployed across an existing staple line were malformed. Additional suture was performed to complete the case. There was no problem at the leak test. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.